Event description:
It was reported to boston scientific corp. That a securi-t percutaneous replacement gastrostomy tubes device was placed during a peg placement procedure in 2008. According to the complainant, within a week after placement, the feeding port cap had detached from the device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and exp date are unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.